Manufacturer narrative:
Based upon inquiry information received visual and functional examination: the unit was found to require the green and blue cables to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that their st holster is giving consistent green cable error codes. During a 2nd site breast biopsy. They started receiving error codes after taking adequate amount of samples, but were unable to deploy the marker into the breast. They stopped the case and rescheduled the patient to finish the second site.